Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the pump case was cracked near the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/17/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 02/27/2014 with the following findings: evaluation revealed that the battery compartment was cracked from the battery compartment threads to the case seal. There was evidence of corrosion found inside the battery compartment. The battery cap threads were stripped, the o-ring was cut, and the coin slot was worn and unusable. The returned battery cap was not able to be used during the investigation. A test battery cap was used to complete the investigation. A leak test was performed and a battery compartment leak was found at the battery compartment crack. The pump case was removed and no evidence of moisture was found inside the pump.